Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is observed on the lens. One haptic is broken-gusset area not returned. The remaining haptic is broken-distal area, broken portion in lens case. The optic has been cut into two pieces returned adhered to each other. The lens was cleaned with lphse for further evaluation. The two pieces were separated. One optic portion has a gouge/divot with material removed on the anterior surface. There are small v-shaped cracks at the start of the damaged area. This damage matches the area observed in the provided photo. Product history records were reviewed and documentation, indicated the product met release criteria. A qualified cartridge was indicated. The lens was returned and damage was observed. The damage was not observed, until after the lens was implanted. It cannot be verified, that the product was damaged before use. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. A photo was provide of the lens in the eye. An artifact is observed near the center of the lens. This appears to be a small scrape mark with lens material lifted from the damaged area. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the lens appeared to have a defect. The lens was removed from the patient's eye. Surgery was completed with another lens and there was no harm to the patient. Additional information has been requested.